Manufacturer narrative:
Device history records review was completed. The report indicates that the: part #359.219, lot#. 8002518, manufacturing location: (B)(4), manufacturing date: 15. July 2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: our investigation has shown that the t-handle of the returned inserter is indeed broken off. The visual inspection of the device has shown that the complete inserter is in a very poor condition. There are clearly visible marks of excessive hammer blows all over the instrument. These marks are present at the forefront of the chuck, at the plastic handle, on top of the head, on top of the t-handle and at the lower side of the t-handle. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. A review of the DHR for the mentioned part was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument met the specifications at the time of manufacturing and distributing. We assume that excessive use in combination with wear and tear over the years (manufactured in 2004) caused this breakage. In this relation, we would like to mention per the technique guide, where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary, the hammer guide (359.218) can be used. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, the mentioned inserter broke at the level of the top. It was also reported that the surgeon was strongly turning the handle, and the top of the handle broke. No information about patient or the outcome or surgery prolongation. This complaint involves 1 part. This report is 1 of 1 for (B)(4).